Manufacturer narrative:
This is an initial report. Device evaluation is in process. A final report will be submitted when the evaluation is completed.

Event description:
The customer heard a noise coming from the accelerator aps (inpeco system), and then a piece of plastic from the shutter door broke off and was flung across the room creating potential for injury. No actual injury was reported.